Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. Review of the device image indicated high current drain during the implant period; however, no high current drain sources were found throughout bench and environmental stress testing. The cause of high current is not determined.